Manufacturer narrative:
Occupation: patient/consumer. A loaner meter and strips were sent to the patient to compare. The case has been opened with "data analysis investigation" status (no request for further investigation test strips lot number 62215316) until the patient reports their last comparison results. When the information for the investigation is received, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to a stago neoptimal laboratory method. On (B)(6) 2022 the patient had an initial meter result of 5.6 inr and upon retest the meter result was 5.8 inr while the lab result of 3.61 inr. The time difference between the tests was less than 3 hours. The patient's therapeutic range was 2.5-3.5 inr.